Event description:
A pump alarm was reported during pumping, indicating a malfunction. Blood glucose level was not adversely impacted and was recorded at 8.6 mmol/l, which is within the normal range. The customer was unable to resume insulin therapy with a new cartridge due to a recurring alarm and decided to use multiple daily injections (mdi) as a backup therapy. Technical support arranged for a replacement pump to be shipped, instructed the customer to put the old pump into storage mode, and return it using a prepaid label.